Event description:
On (B)(6) 2014, , the distributor contacted animas, alleging that the ¿up¿ and ¿down¿ buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. The keypad buttons responded properly and removal of keypad cover did not find any anomalies with the button contacts. Unrelated to the reported button issue, the audio bolus button cover was missing and the investigation was unable to complete the testing of the button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).